Manufacturer narrative:
(B)(4). Unit passed displacement test and self-test. Hardware low level failures was noted in the history download due to broken trace. No unexpected battery failed alarm noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer was able to clear the alarm. The insulin pump passed self test. Customer did allege insulin pump was under delivering. Customer delivered boluses but their blood glucose kept going high. The insulin pump did successfully complete all steps in displacement verification table. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.